Event description:
At the beginning of the procedure the physician broke off the tenaculum stabilizer. Approximately five minutes into the hta procedure the sheath came back down into the cervix causing fluid loss of 7cc. The phycian paused the machine to look for a leak stated everything was fine and continued with the procedure. An additional 3cc of fluid was lost causing the 10cc alarm to sound and pausing the machine. While lifting the weighted speculum, the physician noticed a vaginal burn posterior and classified the burn as first degree and about 2cm long by 1/2 cm high. The physician reinserted the sheath, added another tenaculum, continued and completed the procedure with no further patient complications. The physician treated the burn with silvadene cream and the patient is fine now.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Manual on pages 5 - 7 regarding the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. Hta user's manual pages 38 and 40 reference the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. The most probable root cause is user error. Product disposed